Event description:
It was reported that the ilet pump did not charge while on the charger despite a solid green indicator on the charging unit, resulting in the user disconnecting from insulin delivery overnight and experiencing elevated blood glucose. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and troubleshooting education performed remotely. Investigation of this case revealed a suspected charger or charging interface malfunction that prevented charging while the pump was positioned face up with the belt clip removed. It was concluded that the event involved device charging failure leading to hyperglycemia, with instructions provided to replace the charger and to seek a pump replacement if the issue persisted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.